Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were admitted into hospital due to diabetes ketoacidosis. They also experienced high blood glucose of 699 mg/dl at the time of incident. Customer¿s current blood glucose is 228 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose and under delivery. The customer was in the emergency room. Customer was wearing the pump at the time of hospitalization. The customer also stated that the insulin pump was damaged. Troubleshooting was done for pump damage. The insulin pump will be returned for analysis.